Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. The ICD was explanted in 2002.